Event description:
Patient called with complaint that meter was not accurate. Pt reported that they got a reading of 66; and was feeling disoriented and dizzy. Pt's mother tested meter with cs and it was in range. Pt mother indicated she called paramedics but MFR didn't receive further information.